Event description:
Pt's daughter called to report that pt's lfs meter reads inaccurately high. Medical affairs rep spoke to the pt, since daughter was not available. Pt mentioned that on the day before the event pt tested blood glucose and obtained a blood glucose reading of 476 mg/dl (no symptoms). Pt's daughter withheld pt's insulin (type of insulin and how much unknown) and gave pt some strawberries instead. Per pt, pt's daughter, felt that she did not need to give pt insulin since pt did not have any symptoms of high blood glucose and felt that the meter was reading inaccurate. Daughter was comparing the readings to how pt feels which is an invalid comparison. On the day of the event at 11 pm, pt tested pt's blood glucose and obtained a 143 mg/dl. Pt was not feeling well and had symptoms of feeling tired and disoriented. Pt called pt's son and he knew from pt's voice that something was wrong and he came over to see pt. Pt did not retest pt's blood glucose again. When he came to see pt, he called the paramedics. By the time the paramedics arrived. They tested pt on their precision qid meter and obtained a 40 mg/dl. Pt was treated with IV glucose and was taken to the hospital. Unknown of what pt's blood glucose was prior to the paramedics leaving. Customer mentioned that pt received the replacement meter and had done control on both meters and they passed quality control. Pt refused to provide medical affairs rep any info, when asked about the quality control readings and blood glucose readings from the memory of the subject meter. Pt did mention that pt did test pt's blood glucose this morning on subject meter and obtained a 167 mg/dl and new meter of a 167 mg/dl. This is also an invalid comparison. Pt claims pt's daughter bought pt a precision qid meter and is also using that meter. Co spokesman explained to pt that pt's lfs meter pt is using is plasma calibrated and lfs recommends to compare to another meter and only compare meter to a lab or to do a back to back testing on the same meter. Advised pt to send subject meter back to lfs, since lfs had sent pt a replacement meter. This case is a medical complaint because pt had a high reading on the meter and had symptoms of low and was treated for low by the paramedics.